Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardiac monitor (icm) was in reset mode with false end of service alert. The patient was brought into the clinic for interrogation. During interrogation, a software error message was displayed. Manual transmission sent from the icm, was either not displayed or displayed incorrectly on merlin.net. It was also noted that the icm exhibited loss of bluetooth telemetry, suspected to be due to patient's mobile phone not being turned on. The icm was reverted back to normal operating mode. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardiac monitor (icm) was in reset mode. The patient was brought into the clinic for interrogation. During interrogation, a software error message was displayed. Manual transmission sent from the icm, was either not displayed or displayed incorrectly on merlin.net. The icm was reverted back to normal operating mode. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of device reset was confirmed. Based on the information provided, it was determined that the device experienced power-on resets (por). The root cause of the por was unable to be determined.